Event description:
It was reported that a secondary infusion of zosyn was programmed to infuse. It was noted by the clinician that the secondary infusion was not infusing. The primary infusion of normal saline was infusing at the rate of secondary infusion (zosyn). The clinical staff went to troubleshoot and verified that primary and secondary infusion programming were correct. The customer has ultimately switched the same tubing to different module to which zosyn infused without issue. There was patient involvement, however no patient harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a secondary infusion of zosyn was programmed to infuse. It was noted by the clinician that the secondary infusion was not infusing. The primary infusion of normal saline was infusing at the rate of secondary infusion (zosyn). The clinical staff went to troubleshoot and verified that primary and secondary infusion programming were correct. The customer has ultimately switched the same tubing to different module to which zosyn infused without issue. There was patient involvement, however no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available additional information : device available for eval?, returned to manufacturer on, device return to manuf .device eval by manufacturer? , if other specify, imdrf annex a,g,b,c, d codes ,remedial action required, remedial action # h3 other text : not applicable. Device evaluated by bd.